Event description:
It is reported that the an unknown number of patients have been revised due to loosening of the tibial component.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. The part and lot numbers are unknown; therefore the device history records could not be reviewed. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.